Event description:
Harmonic scalpel machine became disabled x 2. Each time a new harmonic handpiece was added to the field. The third handpiece was added to the field and finally both the harmonic handpiece and machine functioned as expected.